Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements revealed affected channels and the hearing performance with the device is affected. The user will be seen by the surgeon and further tests and medical intervention are considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements revealed affected channels and the hearing performance with the device was affected. The user's mother reported a change in the child's speech and hearing performance around the end of january or early february. The user was reimplanted on (B)(6) 2022